Manufacturer narrative:
Additional review indicates this information pertains to the event reported in manufacturer¿s report #3004209178-2017-10704. Any additional information regarding the event will be submitted as a supplemental submission to that report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated the cause of the intermittent oor was not determined. The patient's recharging time had returned to normal as of (B)(6), which was confirmed with clinician programmer interrogation data. The patient was able to charge to 100% again. There were no actions taken to resolve the issue. The patient's active settings were on group a: left gpi 0+, 1-, 2+ at 7.0v, 100 microsecond pw, 130 hz and right gpi 8+, 9-, 10- at 4.7v, 100 microsecond pw, and 130 hz. The patient typically had all 8 coupling bars, and charged every 2 days for about 1.2 hours. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported the programmer was intermittently showing out of regulation (oor). The ins never reached full and had significantly increased recharging requirements. There were no falls reported. Diagnostics included lead connection check which displayed "8 ok." No interventions had taken place. The rep was scheduled to test impedances (B)(6) 2018. The issue remains unresolved. No medical symptoms were reported. No further complications were reported.